Event description:
It was reported that during a low anterior resection procedure, the device anvil popped off. When it was fired, the anvil was not seated. The device partially fired, staples came out partially formed and were manually removed by the surgeon. They used a second device to complete the case. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.